Event description:
It was reported that artifacts were observed when using the programmer. Another programmers electrocardiogram (ECG) cable was then used with this programmer, but the issue remained. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connector was loose. There was no longer any electrical connection with the link electronic module (lem) circuit board. It was also noted that the latch of the cable bay was cracked, the keyboard was cracked, all feet were missing on the lower case, and the card reader was cracked. (B)(4).